Manufacturer narrative:
A ge oec service rep investigated the issue and was able to have customer assess system and repair pushed in pins with a hemostat. Function checked by customer and system use restored. The facility was unable to, or would not provide any patient information with respect to this issue. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9600 fluoroscopy system would not properly boot up.